Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). This information was received from the psr mcs therapy base. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low power event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient arrived at the emergency room (ER) due to non-hepatic hyperammonemia. The patient was found to have a high level of ammonia and toxin buildup from lack of dialysis. While still in the hospital, the patient exhibited a low flow alarm while asleep. The patient¿s son determined that the patient was no longer breathing and had likely passed away which was probably why the vad was not functioning appropriately at the time of death. Prior to the patient¿s death, the patient was experiencing failure to thrive, right ventricle (rv) dysfunction which was profound with severe tricuspid regurgitation and had stopped all forms of treatment. Of note, the patient had been given morphine medication about an hour earlier and it was stated that the patient¿s flow was consistently between 0.9 and 1.0 liters per minute (lpm) so alarms were usually back on even after being silenced. The patient¿s cause of death was not provided. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction, hypertension and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the emergency room (ER) due to non-hepatic hyperammonemia. The patient was found to have a high level of ammonia at over 200. Of note, the patient had toxin buildup from lack of dialysis. It was further reported that approximately thirty-one days later, while still in the hospital, the patient¿s ventricular assist device (vad) exhibited a low flow alarm while asleep. The patient¿s son determined that the patient was no longer breathing and had likely passed away which was probably why the vad was not functioning appropriately at the time of death. Prior to the patient¿s death, the patient was experiencing failure to thrive, right ventricle (rv) dysfunction which was profound with severe tricuspid regurgitation and had stopped all forms of treatment. Of note, the patient had been given morphine medication about an hour earlier and it was stated that the patient¿s flow was consistently between 0.9 and 1.0 liters per minute (lpm) so alarms were usually back on even after being silenced. The patient¿s cause of death was not provided.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: -a4. Added patient weight in lbs -a5. Added patient ethnicity -5b. Added patient race investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being reported for additional information received. Updated b3 and b7. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.